Event description:
On (B)(6) 2018 when draeger apollo anesthesia system was turned on for use, it alarmed ¿leakage too high¿. Physician attempted to troubleshoot without success. When system was evaluated by specialist, it was determined the water trap for integral gas monitor was not properly seated in its position. The design of this component does not make it sufficiently evident to the user that the component is not correctly placed. Recommendation: change the design or improve the interactive checklist and training materials to reduce this possibility.